Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the door error message, which were reproduced while loading a set. The messages were found to be a caused by a loose upper link screw causing the link to not fully engage the upper link switch when door is physically closed. The screws were replaced.

Event description:
It was reported that a spectrum pump had a door error message. It was also reported there was no pt involvement.